Event description:
It was reported that 30 minutes into surgery, the oxygen pao2 value in the arterial line gradually dropped to a point of no oxygenation. The patient expired during the operation. The device was discarded. On (B)(6) 2014 the oxygen saturation in the operating room was measured as 70% by the hospital biomedical engineers. (B)(4).

Manufacturer narrative:
(B)(4). A device from a similar incident of the same lot was evaluated. Initial visual inspection shows the device had been rinsed by the hospital, so no clotting or other irregularities were visually present. The device was then cleaned and disinfected with 5% natrium hypochlorite, with no clots noted. Further investigation and testing is ongoing. A review of the device history record was performed for the lot. The device passed the final 100% test, with no deviations or abnormalities noted for this production lot. A supplemental report will be submitted if additional information becomes available.